Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about a month post implant, the implantable cardioverter defibrillator (ICD) pocket was infected. The patient was sent to a nursing home post implant and the physician suspected that the implant site was not properly cared for. The patient presented for a device check and the implant incision was opened up a bit and puss came out when the incision was squeezed. Antibiotics were administered and the entire ICD system was explanted and replaced. No further patient complications have been reported as a result of this event.